Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 54 mg/dl. Reportedly, customer initiated and delivered multiple boluses which subsequently decreased their bg level. Bg was addressed via consumption of carbohydrates. Tandem technical support conducted systems check and the pump was functioning as intended.